Event description:
International complaint coordinator reports a donor that experienced asthmatic symptoms during a platelet donation. The symptoms occurred after 1000 ml whole blood had been processed. No further info has been provided regarding this event.